Event description:
It was reported that the r waves on the pace/sense right ventricular (rv) lead had reduced from greater than 5 mv to ~1.5 mv post many shocks for a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d314vrg implantable cardioverter defibrillator (ICD)  implanted: 2013-(B)(6), product ID 6948 implantable tachy lead implanted: 2005-(B)(6). (B)(4).